Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number. H6: device code 2017 - incorrect contrast.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. Reportedly, prior to use of the 2.5x23mm skypoint stent delivery system (sds), the stylet was difficult to remove. The sds was advanced to the target and the stent was implanted. However, the stent balloon initially failed to deflate. After multiple attempts the stent balloon was able to be deflated and removed. Then, a 3x28mm xience skypoint stent was used in the procedure and the 3x28mm also had difficulty removing the remove stylet and after stent implantation the delivery system balloon was also difficult to deflate; however, was ultimately able to be deflated. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.